Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump declared an occlusion alarm. Troubleshooting with tandem technical support (cts) indicated that the occlusion was due to blood at the infusion set site. The customer experienced an elevated blood glucose (bg) level of over 600 mg/dl, diabetic ketoacidosis (dka), and vomited. The customer went to the hospital and an intravenous (IV) of insulin was administered to address bg level and dka. The customer was released from the hospital on (B)(6) 2017. Multiple attempts were made by tandem¿s technical support (cts) to obtain infusion set information; however, no additional information regarding this event was provided.